Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,occurred during a robotic laparoscopic prostatectomy procedure. The device was being used during the specimen removal. The bag has a rip. In order to resolve the issue and complete the case, got a new bag. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, yes the specimen fell out of bag and back into patient.